Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic with their right atrial lead oversensing noise. The lead was capped and replaced on (B)(6) 2021 without further consequence. The patient was stable throughout.